Manufacturer narrative:
UDI number: (B)(4); additional manufacturer narrative: the device was not returned to edwards for evaluation. The device was discarded at the hospital. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Multiple requests for additional information regarding this event have been performed; however, no additional details have been provided at this time. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/ or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional ¿customer complaint.¿ the information reported may or may not be related to the edwards device. Through the implant patient registry it was reported a 33mm bioprosthetic mitral valve, implanted for two (2) years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with a 33mm bioprosthetic valve. The current patient status is unknown.

Manufacturer narrative:
H11: corrected data: corrected section h6 (results and conclusions codes).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-0014.